Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via phone call that the customer was hospitalized with high blood glucose on (B)(6) 2018 due to running out of supplies. It was stated that the customer disconnected from the insulin pump on (B)(6) 2018 and was taken to the emergency room the next morning at 11am. Blood glucose value was over 600 mg/dl on both occasions. The customer's mother complained about the glucose monitoring system not working properly. Troubleshooting was declined. The insulin pump will not be returned for analysis.